Event description:
It was reported that a patient underwent an supraventricular tachycardia (svt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and when the sheath was opened, it had a bad valve and was pulling back only air. It was used on the patient and removed once I was clear it was broken when it was pulling air instead of blood. The medical team found a crack inside the sheath. The valve broke and they could not draw back any blood. The sheath was replaced. The procedure continued. No patient consequences were reported. Out of box failure is not MDR-reportable. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-may-2023, the product investigation was completed as the complaint device was not returned. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002206 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-jun-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 31-jul-2023, the product investigation was completed. It was reported that a patient underwent an supraventricular tachycardia (svt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and when the sheath was opened, it had a bad valve and was pulling back only air. It was used on the patient and removed once I was clear it was broken when it was pulling air instead of blood. The medical team found a crack inside the sheath. The valve broke and they could not draw back any blood. The sheath was replaced. The procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. The device was inspected, and no issues were observed. An irrigation test was performed, and water leakage was observed from the handle. Then, the handle was opened, and the shaft was found broken. For this condition, a manufacturing investigation was requested, and it was concluded that this issue is not related to the manufacturing process since evidence of proper assembly was found. Device history record was performed for the finished device 00002206 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed since the water leakage detected during the investigation could be related to the reported issue. The root cause of the sahft broken inside the handle cannot be determined, it should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).